Event description:
It was reported that within approximately a month post implant that the left ventricular (lv) lead had high thresholds and it was not possible to reprogram the lead to achieve adequate thresholds. The lv lead was explanted and replaced with a different model lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.